Event description:
Nurse reported the clave connector came loose (disconnected) from the patient's central line (port-a-cath) while flushing through another clave on the set's y-site. A small amount of blood was noted on the patient's gown but not patient harm was reported. The unit was in use less than 3 days. The pt had an underlying pathology causing low hemoglobin so the hemoglobin was low before the event. Information for this report provided by medical department and note from nurse involved in the event.